Event description:
The customer reported that the touchscreen on the secondary monitor on this central nurse's station (cns) was unresponsive. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the touchscreen on the secondary monitor on this central nurse's station (cns) was unresponsive. According to the customer, patient monitoring remained present on the cns. Technical support (ts) asked the customer to reseat the usb connections from the main cns, and he stated he couldn't access the usb ports as they were secured covered. The customer plans to remove the cover plate and reseat the usb cables on the main cns to see if that resolves the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/07/2025 I called james to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for james to call me back with this information. Attempt # 3: 10/13/2025 I called james to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for james to call me back with this information.

Event description:
The customer reported that the touchscreen on the secondary monitor on this central nurse's station (cns) was unresponsive. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the touchscreen on the secondary monitor on this central nurse's station (cns) was unresponsive. According to the customer, patient monitoring remained present on the cns. Technical support (ts) asked the customer to reseat the usb connections from the main cns, and he stated he couldn't access the usb ports as they were secured covered. The customer plans to remove the cover plate and reseat the usb cables on the main cns to see if that resolves the issue. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 10/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/07/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 10/13/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.